Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site by a local engineer. After inspection of the machine, an unspecified type of sealing ring was replaced. No additional repair information was provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leak was attributed to the failure of the sealing ring which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.